Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed and motor error. The customer's blood glucose was 164 mg/dl. The customer stated that the no delivery alarm was resolved by a complete set change of reservoir and infusion set. The customer does not use the sensor feature. They were able to rewind the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. However, the insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. No motor error alarm was noted during testing. The no delivery alarm could not be verified due to the faulty force sensor resistor. The motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, cracked reservoir tube window, cracked reservoir tube and a missing end cap sticker.